Event description:
It was reported that a user experienced recurrent low blood glucose (bg) episodes while using the ilet. It was discovered that the user was primarily announcing less-than-usual meals, which indicate possible maladaptation of the pump¿s dosing algorithm. A factory reset was recommended as troubleshooting and education. Symptoms included hypoglycemia reaching 64 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included customer technical support review of reported use patterns and provision of user education. Investigation of this case revealed user-related under-announcement of meals as a likely contributor to the pump¿s maladaptation and low blood glucose. It was concluded that the device likely performed as designed and that user behavior contributed to the hypoglycemia events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.